Event description:
It was reported that stent damage post deployment occurred. The patient presented with myocardial infarction. The target lesion was located in the non-tortuous and non-calcified left main artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during post stenting with a 4.5 balloon at 18 atmospheres, an abnormal gap occurred between two stent segments. As the procedure was intended to prevent any further plaque shift or gap, the physician did not want to take a chance and decided to deploy another stent on the same place. A new synergy 5x20 was used to cover the fractured stent and completed the procedure. There were no patient complications reported.

Manufacturer narrative:
H6: device codes: corrected.

Event description:
It was reported that stent damage post deployment occurred. The patient presented with myocardial infarction. The target lesion was located in the non-tortuous and non-calcified left main artery. A 4.00 x 20 synergy drug-eluting stent was advanced for treatment. However, during post stenting with a 4.5 balloon at 18 atmospheres, an abnormal gap occurred between two stent segments. As the procedure was intended to prevent any further plaque shift or gap, the physician did not want to take a chance and decided to deploy another stent on the same place. A new synergy 5x20 was used to cover the fractured stent and completed the procedure. There were no patient complications reported.